Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-4 in the biliary duct. So, the nurse prepared the zso-7-4, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-4, it was impossible. Additional information received on 01-apr-2025. 1. Does the complaint relate to: device placement, device removal, observation prior to patient contact - yes. 2. If not, with the device in question, how was the procedure finished? - he used a new product. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - it was stored at the treatment site. 4. Was the wire guide lubricated prior to use? N/a, yes. 5. Was the wire guide inspected for damage prior to use? Yes. 6. Was the device at the center of the complaint inspected for damage prior to use? Yes. 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes (if yes, please indicate the procedure performed.) - he performed est procedures. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 9. What intervention (if any) was required? 10. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 11. Please specify if any straightener was used to straighten the pigtail part of the stent. 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 13. Please indicate (please specify) - the nurse prepared the zso and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso it was impossible. Was resistance encountered when advancing the wire guide to the target location? N/a. Was resistance encountered when advancing the introduction system in place to the target location? N/a (how did the physician deal with this resistance?) 14. How did the physician determine the length of the stent to be used for the procedure? 15. Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) Was resistance encountered when advancing the stent through the obstructed area? N/a. 16. After placement, was stent position verified? N/a (if yes, please describe how). 17. Please estimate the amount of time the stent was in place prior to this occurrence. 18. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18 jun 2025.

Manufacturer narrative:
Device evaluation: 1 unit of zso-7-4 of lot number c2199797 device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution zso devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review: a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. This has been confirmed in the engineer input. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: confirmed qty of devices: 01 device confirmed used. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.